Manufacturer narrative:
(B)(4). Patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia and that the pump was not delivering the insulin. The customer was hospitalized on (B)(6), 2023 at 4:30pm for high blood glucose. Customer was feeling sick, was vomiting, had pain, and was dizzy. Troubleshooting was partially performed and the customer was hospitalized.  Customer had ketones. Customer was treated with manual injection. No further complications were reported. The customer will discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 27-apr-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 27-apr-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 806000 (80.6 u). Dailytotalofbasalinsulindelivered: 282250 (28.225 u). Dailytotalofbolusinsulindelivered: 523750 (52.375 u). (B)(6) 2023 00:10:51.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 7250 (0.725 u). Bolusamountdelivered: 7250 (0.725 u). (B)(6) 2023 11:24:05.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 54250 (5.425 u). Bolusamountdelivered: 54250 (5.425 u). (B)(6) 2023 13:20:54.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 115000 (11.5 u). Bolusamountdelivered: 115000 (11.5 u). (B)(6) 2023 14:28:11.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 164000 (16.4 u). Bolusamountdelivered: 164000 (16.4 u). (B)(6) 2023 21:03:57.000 normalbolusdelivered (2 bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Normalbolusamountprogrammed: 111250 (11.125 u). Bolusamountdelivered: 111250 (11.125 u). (B)(6) 2023 23:14:37.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Normalbolusamountprogrammed: 72000 (7.2 u). Bolusamountdelivered: 72000 (7.2 u). There was no 8 units bolus amount programmed/delivered according in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 27-apr-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 18:29:00.000 and (B)(6) 2023 19:36:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 11:11:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:42:42.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 20:42:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery now alarm noted 1 week prior to the event date 27-apr-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 11:18:56 am. There was no power data available for the date of (B)(6) 2023 at 20:42:42.000 & 20:42:00.000. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was not returned for the analysis.

Manufacturer narrative:
Additional information has been received and information submitted in the initial report was corrected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.